Event description:
It was reported that "the sheath portion is flaking off inside the packaging" of the ureteral access sheath. The device was not used.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. The device was returned for an evaluation in the original sealed sss packaging. The sheath was observed to be flaking off the catheter and blue debris was loose inside the packaging. According to the original manufacturer's (om) instructions for use (IFU): "to minimize resistance during advancement, ensure the hydrophilic coating on the dilator and sheath is activated with saline or sterile water prior to placement." Based on the om 510(k) summaries, the device has an acrylamide coating which is soluble in water and alcohol. The potential root causes include: flaking shaft material due to removal of the hydrophilic coating as a result of processing; flaking shaft material due to an om defect; flaking shaft material due to inspection processes used during processing. None of the potential root causes may be excluded based on the provided materials. Although it is possible the alcohol wiping performed during the processing of open-but-unused devices may have facilitated the degradation, based on the large number of maude reports for the om, an om defect cannot be excluded. Sss has removed all coated navigator ureteral access sheaths from our open-but-unused process. This report is being filed as a malfunction due to sss being in a (B)(4) reporting cycle due to MDR report 2090040-2012-00026 where medical intervention was needed to remove pieces of the sheath coating from a patient's kidney even though there was no patient injury in this event.